Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for right ventricular (rv) pacing impedance out of range. No noise registered. Last threshold test was within range. Technical services provided troubleshooting recommendations to the health care professional (hcp). No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for right ventricular (rv) pacing impedance out of range. No noise registered. Last threshold test was within range. Technical services provided troubleshooting recommendations to the health care professional (hcp). No adverse patient effects were reported. This ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.